Event description:
It was reported that the ilet user completed three days of bg run mode and had no additional sensors available, after which the agent instructed the user to disconnect from the ilet and transition to backup insulin therapy with guidance to allow an appropriate interval before reconnecting. No reported alerts, alarms, or adverse clinical effects. Outcomes included continued therapy via backup insulin without escalation of care. Investigation included troubleshooting and education provided to the user regarding device use and transition to backup therapy. Investigation of this case revealed user did not start a new sensor due to lack of availability. No malfunctions reported during the interaction, and no component issue was identified. It was concluded, based on previously established findings for similar reports, that user education and standard backup therapy were appropriate, and the event did not indicate a device failure.